Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that when they were implanted, no one told them what it was for at the time. They were wondering if it was in them why it wasn't working. Additional information was received. The patient stated they had it put in 2013 and it did nothing for them. They stated it wasn't doing what it was supposed to and they had not been educated on what it was supposed to do. The patient could not clarify the device not working. They stated it was not doing what it was supposed to do, it was not doing anything for them and they could not clarify further than that. They did not know the cause and had not taken any steps to resolve it. The patient reported this began at implant. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.